Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided pictures showed an external fluid leakage from the drain bag sealing near the stopcock. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 1.5 hours after starting treatment with a prismaflex st100 set, an external fluid leak was observed from the drain bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.